Event description:
It was reported that during preparation of the device, the balloon leaked. The procedure was successfully completed with another balloon catheter and there was no clinical consequence to the patient.

Event description:
It was reported that during preparation of the device, the balloon leaked. The procedure was successfully completed with another balloon catheter and there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual inspection of the returned device revealed that there was crystallized substance present in the inflation lumen and also in the balloon. Visual inspection did not identify any damage to the catheter or to the balloon. The device was pressurized with a 3ml syringe; however, the device would not inflate. Then the device was pressurized with an inflation device to try to locate the reported leak, but the device would not inflate, likely due to dried crystallized substance blocking the device. After several attempts the crystallized substance dissolved and the catheter balloon was inflated. During functional testing a demonstration guidewire was introduced and advanced through the catheter. No friction was noted. The balloon was inflated using an inflation device filled with water and no issues were encountered. The catheter balloon was left inflated for 25 minutes. No leaks were observed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device has not been returned for evaluation.